Event description:
The event occurred in us. It was reported that the device was put on battery power to transport the patient to CT. The battery quickly declined in voltage and was plugged back at the CT. After the rotaflow was switched out again, the console shutoff despite being plugged in with no harm to the patient. Due to the reported shut down of the device during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in us. It was reported that the device was put on battery power to transport the patient to CT. The battery quickly declined in voltage and was plugged back at the CT. After the rotaflow was switched out again, the console shutoff despite being plugged in with no harm to the patient. Due to the reported shut down of the device during use a report is required. A getinge field service technician (fst) was on site for investigation and the reported failure could not be reproduced. A successful test run was performed and the voltage never dropped below 22 vdc. Therefore the unit is functional and was returned to the customer. No parts has been replaced. Based on these investigation results the reported failure could not be confirmed. However, the failure mode "shut down" can be linked to the following most possible root causes according to the rotaflow risk management file (dms# 2023689): (un)intentional stop of the pump, e.g.: * pump stop intervention after technical error (e.g. Pump runaway, error head) * wrong intervention limits * unintended rpm change by user * unintended switch off by user the failure mode "low bat" error can be linked to the following most possible root causes according to the rotaflow risk management file: battery power failure e.g.: 1. Defect batteries 2. User forgot recharge the review of the non-conformities has been performed on 2024-08-26 for the period of 2012-03-16 to 2024-08-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2012-03-16. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.